Manufacturer narrative:
Bd quality has investigated the customer's complaint of an aerosol from reagent d from the veritor system flu a+b test getting into a tech's eye. This complaint was not confirmed. The manufacturing batch history records were examined for bd veritor system for rapid detection of flu a+b kit lot number 4018215 and showed no performance-related issues that can be correlated to this complaint. Additional investigation and testing of the reagent tubes and tips included in retention kit lot number 4018215 showed that the caps can easily open, the tubes and tips fastened securely, and no leaks or cracks were present during reagent dispensing. As defects were not found in either the design or in the performance of the kit's tubes and tips, this issue could not be correlated with the quality of the product. Bd has had no other complaints of this defect and will continue to monitor for trends.

Event description:
Customer reported that while adjusting the dropper tip of a veritor flu a & b specimen tube, the technician accidentally got an aerosol of reagent and specimen in her eye. The technician was not wearing protective eye wear or glasses. Technician was examined by an eye doctor and no injury was found. Patient sample was tested for flu and determined to be negative. The bd veritor system for rapid detection of flu a+b is a rapid chromatographic immunoassay for the direct and qualitative detection of influenza a and b viral nucleoprotein antigens from nasal and nasopharyngeal swabs of symptomatic patients. The bd veritor system for rapid detection of flu a+b is a differentiated test, such that influenza b viral antigens from a single processed sample using a single device. The test is to be used as an aid in the diagnosis of influenza a and b viral infections.